Event description:
Problem details: following attempt to deploy the cardiomems device from the delivery catheter, the device failed to release and appeared to be tethered to the catheter from the proximal end of device. Resolution: the guide wire was removed and the cardiomems delivery catheter was cut at the proximal end. The guide wire was then repositioned in the pa and an 8f jr 3.5 guide catheter was passed over the wire and the cardiomems catheter, which dislodged in the pa. Fluoroscopy showed that the device was correctly positioned in the left pa with good signal for calibration.